Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien not authorized to service the device.

Manufacturer narrative:
(B)(4). Covidien has requested additional event information. Covidien will notify the FDA should further information becomes available.